Event description:
Customer reported that insulin gauge displayed an amount different than expected, specifically showing 1 unit instead of the expected 240 units earlier in the day. There was no adverse impact to the customer's blood glucose level. Customer resolved the issue by loading a new cartridge and acknowledged instructions to call back for further troubleshooting if needed.